Event description:
Device was returned for repair. During service, technician found reverse not operational. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the reverse locking mechanism was blocked. This was attributed to faulty care and maintenance. Normal maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.